Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl, due to the carb ratio setting. The bg level was addressed by delivering a bolus. Reportedly, customer's health care provider recommended pump settings adjustment to resolve the issue.